Event description:
On (B)(6) 2012, the lay-user/patient's sales representative contacted lifescan from (B)(6) alleging the one touch verio iq meter has black marks on the display. The patient's sales representative did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's sales representative claimed the meter had black marks on the display. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's sales representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.